Manufacturer narrative:
Product event summary: analysis confirmed that the analyzer would not communicate with the programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was broken and not working. An attempt was made to replace the analyzer. The analyzer has been returned for service. No patient complications have been reported as a result of this event.